Manufacturer narrative:
Follow-up #1 date of submission 03/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: evaluation revealed that the battery cap is damaged. The removal slot on battery cap is stripped/damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing condition (external component) issue. The reporter stated that the pateint was unable to remove cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.the 3500a report added to the regulatory reports tab was to document the submission date. Please reference pi for the actual MDR submission related to this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.